Event description:
It was reported that on (B)(6) 2023, the hand piece for battery powered drive did not work on any speed. This was observed during weekly evaluation; there was no patient involvement. Upon product investigation on (B)(6) 2023, it was noted that corrosion was present on some components. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: gxl, hxx h3, h4, h6: the customer reported that no speed works in 05.000.008, hand piece for battery powered driver. The repair technician reported that device did not work in fast forward, forward, reverse mode, circuit board wires and membrane vent was discolored, brown residue was present on motor and barriers, drive shaft was damaged, and wire was broken on contact plate. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shcs m2x0.4 iso, pfhs 2-56 x 1/4 long unc, set screw, shcs, 2-56 x 1/4 unc-28, motor/gearhead barrier and all other applicable components. The item was repaired per the inspection sheet, passed synthese final inspection on 31-may-2023 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008 synthese lot # 008063 supplier lot # 008063 release to warehouse date: 13 dec 2021 supplier : (B)(6) no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.